Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a health care professional confirmed explant of this system. No additional adverse events were reported.

Event description:
It was reported that this device was possibly explanted due to pain. No additional adverse events were reported.